Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified; however, the investigation suggests the malfunction was most likely caused by a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the hysteroscope, gynecology exhibited detachment of the objective lens. There was no patient involvement.